Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient, who uses the ilet bionic pancreas, experienced frequent accidental meal announcements attributed to dementia, leading to recurrent hyperglycemia with values up to 333 mg/dl for approximately 1.5 hours and intermittent hypoglycemia down to 46 mg/dl. Symptoms included low blood glucose requiring treatment and high blood glucose without acute complications. Outcomes included self-management with oral carbohydrates such as apple juice and glucose tablets, with no ketone testing, no professional medical intervention, and no hospitalization. Investigation included complaint data review and user education focused on meal announcement practices and appropriate correction strategies. Investigation of this case revealed use-related error due to repeated meal announcements. It was concluded that the device functioned as designed and that the events were related to use error, with counseling provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.